Event description:
The patient had loss of therapeutic effect which began the last 6 weeks. The patient experienced no stimulation sensation since she went back for checkup back in (B)(6). The patient was able to increase and was now feeling stimulation. The patient would try this to see if this helps. The patient mentioned she had severe diarrhea 10-11 bowel movements a day prior to this call not sure if this was working. The patient had had it for several weeks and the last 6 weeks been horrible. Additional information received on 2015 (B)(6) indicated that patient did not have concerns with their device or therapy. It was later reported that had a loss of therapeutic effect and all her symptoms came back several weeks ago. She has tried to increase stimulation up to 8.5 in program but still did not feel stimulation. There was no known accident or incident related to this complaint. Additional information received reported that the patient initially had 50% or greater symptom reduction prior to the loss of therapeutic effect, which was described as ¿sudden.¿ there was pain with lead on, but x-ray showed lead was in place. Next steps included trying to take one month off and then turn lead on. The patient had not recovered as the event was ongoing.

Manufacturer narrative:
Product ID 3889-28, lot# va0pc4h, implanted: 2014 (B)(6); product type lead product ID neu_pt m_prog, serial# unknown; product type programmer, patient. (B)(4).